Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone: (B)(6).

Event description:
It was reported that farawave catheter was selected during the atrial fibrillation ablation. It has been mentioned that the lateral infusion lumen was blocked. No patient complications occurred. The procedure was completed using new device (same model).